Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for atrial fib ablation. During the procedure, when versacross connect and faradrive sheath was introduced into the right atrium and positioned it for a transseptal puncture to access the left atrium, a fluttering structure at the tip of the introducer was noted. So, the versacross connect and faradrive sheath was removed from the patient and was flushed at the table, no abnormalities were noted. However, once reintroduced, the same fluttering was again visible at the system tip. Thus, they decided to replace both (versacross connect and faradrive sheath) and the procedure was completed successfully. The patient was discharged at home and no complication was reported. The device are not expected to return as disposed. It was confirmed via gfe that the "fluttering structure" was noted on the farawave connect. No damage was noted on any of the device.